Event description:
An 80-yr-old male admitted for removal of hip screw hemiarthroplasty with possible total hip replacement. The threads of the instrument broke off into the implant and were unable to be removed. No adverse outcome to the pt was noted.